Event description:
The customer reported being hospitalized due to low blood glucose of 30 mg/dl. The customer was experiencing unexplained low glucose for the past two days. The customer's recent glucose reading was 130 mg/dl, and she has treated with food. Troubleshooting was performed. The customer stated that the reservoir is showing more insulin than the status screen shows. The customer stated that the insulin pump was exposed to an MRI. The customer stated that she did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.